Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Customer used the same lancet for multiple punctures. Per product labeling, lancets should not be reused.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The results from the meter were 7.9 inr and 5.4 inr. There was no allegation of an adverse event. The customer was not anemic, had no heparin therapy, no antiphospholipid antibodies, no direct thrombin inhibitors, no coumadin dose change, no change in diet, no new illnesses. The customer stated he had blood in his urine and had been on antibiotics for three days due to eczema. The therapeutic range was 3.0 to 3.5 inr. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 353500) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with the specification.